Event description:
During an acl reconstruction utilizing the endobutton cl ultra pac, it was reported that the drill broke. After drilling the passing pin through the no offset endo femoral guide, the surgeon saw a small amount of metal debris. The surgeon experienced resistance when over drilling with the endobutton drill. The passing pin was reported to not have been bent. Upon pulling back the endobutton drill it was observed that the drill was broken on two places, just after the drill tip, and at a length of 26 mm. The broken drill tip was removed from the femoral tunnel with an arthroscopic grasper, however there was metal debris that remained in the patient. Another drill was used successfully to complete the procedure. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: the endobutton drill and the 2.7mm passing pin have been returned for evaluation. It is confirmed that the endobutton drill is broken in multiple places. The 2.7mm passing pin has a bend in the shaft. Swirl marks can be observed after the bent section of the passing pin from the drill rubbing against it when advancing the endobutton drill. The depth markings on the passing pin after the bend have also been removed from the drill passing over the bent section of the pin. The endobutton drill is not intended to pass over the 2.7mm passing pin fluted area. (B)(4).